Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that fibrin was found in a single tube. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that fibrin was found in a single tube. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally,100 retained samples were visually inspected, and no additive defect related to fibrin defect was found. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.